Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to non-uniform expansion. There were no deployment or retraction difficulties during procedure. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device due to moderate perivalvular leakage (pvl). Post-intervention, the final pvl status noted via transthoracic echocardiogram was mild. The final non-coronary cusp implant depth was 4.5mm. On (B)(6) 2024, it was noted that the patient's pre-existing iron deficiency anemia worsened. The patient was hospitalized and given an iron transfusion. The cause of the patient's worsening anemia is attributed to anticoagulation during procedure and periprocedural bleeding. The cause of the patient's moderate pvl is unknown. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on all available information, a cause for the reported pvl could not be conclusively determined. The patient effects of anemia appears to be related to patient conditions and procedural conditions. The reported hospitalization and unexpected medical interventions were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.